Event description:
The pt was taken to the emergency room on 3/19/2006 for high blood glucose (600 mg/dl). She was treated with an IV mix of saline solution and insulin. She was released that evening and was told she had a urinary tract infection and that could be be causing her high blood glucosse level.